Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. It is unk at this time if the malfunction occurred during pt use. The evaluation and repair of the device is still in process.